Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510 (k) # is k073231.

Event description:
The lay user / patient contacted lifescan (lfs) on (B)(6) 2012 alleging inaccurate high readings on her one touch ultralink meter. The complaint was classified based on the initial call. Around (B)(6), the patient had obtained a result of 247 mg/dl and 368 mg/dl and the readings were less than 20 minutes from one another. The patient did not exhibit any symptoms at the time of testing. At an unspecified time later, the patient developed symptoms of feeling shaky. The patient ate food and drink and was hospitalized and was treated with IV glucose. She was tested in the hospital; however, does not have the readings available. While troubleshooting, it was noted that the test strips were in good condition and not expired. The test strip vial was not cracked or broken. The technique of applying blood on the test strip was correct. A quality control test was not done since the patient did not have any control solution. The product was replaced and requested back. The complaint is being reported since the patient alleged that due to the alleged high readings, she later developed symptoms suggestive of a serious injury and was treated with IV glucose in the hospital.